Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available.

Event description:
Primary procedure, star ankle. It was reported that when loading the tibial component on the impactor, the impactor would not attach properly. Upon inspection, a small piece was found to have been broken off and missing. A second instrument was opened and used with no surgical delay.

Event description:
Primary procedure, star ankle. It was reported that when loading the tibial component on the impactor, the impactor would not attach properly. Upon inspection, a small piece was found to have been broken off and missing. A second instrument was opened and used with no surgical delay.

Manufacturer narrative:
The reported event that tibial barrel impactor/ extractor star ankle was alleged of 'instruments - broken, deformed, worn or scratched' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on complaint history review, a potential root cause is, but is not limited to: the normal wear of the device after being used for more than 3 years. Indeed, it is stated in the cleaning and sterilization guide that:: " [...] Stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.[...]". The application of bending forces on the piece that broke. Aa review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.